Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vns patient¿s device showed high impedance. Clinic notes dated (B)(6) 2014 were received indicating a lead failure. Attempts for additional relevant information have been unsuccessful to date. No known surgical interventions have occurred to date.

Event description:
Additional information was received from the physician¿s office on (B)(6) 2014 indicating that this was a new implant for the patient. No further information was received from the physician¿s office. Attempts were made for the patient¿s product information but have been unsuccessful to date.

Event description:
Additional information was received from the physician¿s office on (B)(6) 2014 indicating that this was a mistake; the patient did not have high impedance, it was an initial implant for the patient.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Describe event or problem; corrected data: this information was inadvertently not included on the follow-up report #1.